Event description:
The patient was having a greenlight laser prostate procedure. Fifteen minutes into the procedure the metal fiber end bent, it was then removed from the patient at which point in time the piece came apart completely. The procedure was then successfully converted to a monopolar turp. The patient was not harmed.